Event description:
It was reported that the patient had a urinary infection and needed to increase the voltage for ¿proper control¿. The patient was seeking medical treatment for the infection by her primary healthcare provider and was on antibiotics. The patient reportedly had a prolapsed vagina again. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3093-28 lot# va01k4k, implanted: 2012 (B)(6), product type lead product ID: neu_unknown_prog lot# serial# unknown, product type programmer, physician. (B)(4) .

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was at healthcare professional on (B)(6) 2013 and they increased patient's stimulation up to 5.3 volts. It was noted that the patient usually goes up "2 points at a time" and the healthcare professional "bumped" patient up "4 points". It was reported that the patient seemed to be leaking more than before "they bumped" patient up. It noted that the patient "does not know" if patient feels stimulation. It was reported that when the patient first came home it hurt when the patient got out of the car and every time patient increases the patient "gets the same feeling as patient gets up and down". At the time of report, the patient "does not know". At the time of report, the patient was planning to decrease the stimulation.